Manufacturer narrative:
The reported field event of charge time out was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The cause of the long charge time was due to a paper insulator failure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the capacitor charge time limit was reached on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable before, during, and afterwards.